Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of separation failure was not confirmed. Visual inspection found no anomaly on the helix, the helix length was within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during the implant of a right ventricular leadless pacemaker (rvlp) that the catheter would not release from the rvlp. The rvlp was not used and the physician elected to complete the procedure with a different rvlp. The patient was stable following the procedure.